Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio inr results: 1.0, 1.7, 1.6. Results compared minutes apart on same day. Patient did not provide therapeutic range.

Manufacturer narrative:
Investigation pending.